Manufacturer narrative:
Additional information was received on 7/24/2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
On (B)(6) 2020 it was discovered that checkbox 'is report source company rep' was erroneously submitted in initial report. Correction 'is report source health professional' should be checked. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
Additional information was received on 6/25/2020, patient had an explantation on (B)(6) 2020. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: rupture and chest injury manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2020. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant and developed sloshing after had an episode where she was struck suddenly while out in the water in mexico. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent primary breast augmentation surgery with two 350cc mentor memorygel breast implants experienced bilateral rupture, bilateral chest injury, right sided capsular contracture baker grade ii and left sided sloshing post procedure. In (B)(6) 2019, patient was involved in an accident which was followed by subcutaneous emphysema on the left side. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis.